Event description:
New information on 12/27/2017 stated that the whole pulse generator system was explanted due to the infection. A new system was implanted competitively on (B)(6) 2017. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was capped and a new lead was implanted successfully. The further information was required but not available.